Event description:
Clinical study. It was reported 1327 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure that the pt presented with angina pectoris. The index procedure treated the 80% stenosed 3.25x16mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre-dilation and the placement of a 3.5x24m taxus liberte drug eluting stent resulting in 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 1327 days following the index procedure the pt was hospitalized with angina pectoris and underwent a stress test. The site is waiting for medical records for further information. The event was resolved with no residual effects and the pt was discharged three days later. It is unk how the event was resolved.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.